Event description:
Intermittent incorrect beat per minutes on the numerical readout. The numerical readout changes do not reflect the displayed waveform and are inconsistent with the pulse oximetry numerical readout. New software was placed on the system approximately 6 months ago. Problems began occurring at that time. Philips was notified and troubleshooting began but all attempts to resolve the issues have been unsuccessful (such as changing leads). We placed another call to philips last week and today and are still waiting for a service technician to contact us. Manufacturer response for patient monitor, mp70 (per site reporter) just notified the vendor. Philips case# (B)(4).